Manufacturer narrative:
Additional information provided noted that this patient will be coming back to the hospital to reactivate the device. It was noted that this patient underwent an ablation procedure thus his device was turned off and was not turned back on after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that this devices programmed setting in tachycardia mode was a value other than monitor + therapy. No adverse patient effects were reported.